Event description:
It was reported to philips that the system gave an alert indicating exposure was not possible, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned procedure. The procedure was completed as after customer deleted images. It was reported to philips that the exposure was not possible alert. Upon troubleshooting the philips remote service engineer (rse) checked the system remotely and found that the equipment had a full disk message and requested onsite support.to resolve the issue, the philips field service engineer (fse) recreated the image store. The defective part was sent for analysis, for powertray malfunction was observed and the failure was found to be bottom pins have no voltage output and identifies as a electrical defect. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.